Event description:
The lead was attempted on (B)(6) 2011. The physician could not achieve acceptable pacing thresholds. The procedure took place at (B)(6) medical. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).